Event description:
It was reported that the ambicor penile prothesis (app) was explanted due to fluid loss. It was noted that the device was broken and it was not inflating. The device was removed and replaced. There were no patient complications reported.